Manufacturer narrative:
Information provided by the laboratory that a user had previously replaced the reagent in bottle 5 (ethanol), which is designated for 100% ethanol with 70% ethanol in error, and the properties of the corresponding reagent station was reset at 13:54pm, on (B)(6) 2014. Resetting a reagent station sets the concentration to the default value configured in the reagent types definitions (100% in this instance). Bottle 5 was used in the final dehydration step of the three (3) protocols exhibited sub-optimal tissue processing. This finding suggest a use error occurred during the replacement of reagent in reagent bottle 5 which was performed prior to commencement of the protocols from which sub-optimal tissue processing was reported. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol in re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in subsequent processing steps ultimately resulting in sub-optimal processing. The root cause of the sub-optimal tissue processing reported was a use error, which occurred prior to commencement of the protocols from which sub-optimal tissue processing was reported. Specifically, the laboratory advised that a user had replaced the reagent, which was designated for 100% ethanol with 70% ethanol in error. This information was provided to leica biosystems by the complainant.

Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing of approximately 20 blocks from three (3) processing runs, using peloris 11 tissue processor. On (B)(6) 2014, a leica field support specialist (fss) provided telephone support to the laboratory in association to this complaint. Information provided by the laboratory indicates that a user had replaced the reagent in bottle 5 (ethanol), which is designated for 100% ethanol with 70% ethanol in error. On (B)(6) 2014, leica biosystems received information from the laboratory that all tissue samples exhibiting sub-optimal processing were diagnosable.